Event description:
It was reported that a half day infusor had a black mark in the coil. The device was filled with an unspecified amount of desferrioxmine. The black mark was identified during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured october 23, 2014 ¿ october 24, 2014. The device was received for evaluation. Visual inspection revealed a black mark on the coil of the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted